Manufacturer narrative:
(B)(4). To aid the investigation of this event, patient age and activity level, patient medical history and operative notes have been requested, and if received, will be provided in a supplemental report upon completion of this investigation. It has been confirmed that the explanted devices were discarded by the hospital following the revision and thus cannot be returned for examination, however, an x-ray has been provided and will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ceramic liner after approximately 2 months due to subluxation. Please note: the ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -(B)(4) final report: additional information, including patient age and activity level, patient medical history and operative notes were requested in order to progress with this investigation, however, not all of these details were available and thus there was only limited information available for the investigation. It was confirmed that the explanted devices were discarded by the hospital following the revision and thus could not be provided for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that the batch of ceramic liners conformed to material and dimensional specification at the time of manufacture. The trinity cups were found to have a slight dimensional non-conformance which was reviewed and concessed by corin. This deviation from specification would not affect the function of the device or contribute to the reported event. Through post-operative analysis it was determined that there was a discrepancy between the planned and achieved cup orientation. The surgeon was also contacted and had commented that he may not have seated the cup correctly. Based on this information is has been concluded that this event is due to the placement of the cup and not due to the device design and thus this case is now considered closed. Please note: this report is filed with the USA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and ceramic liner after approximately 2 months due to subluxation / dislocation. Please note: the ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.